Event description:
It was reported that during a coronary stent procedure, the lesion was pre-dilated with another manufacturer's balloon which caused a perforation. A stent was deployed to repair the perforation, and the maverick balloon was placed through the stent and inflated and deflated several times. The patient became unstable and the surgical team was called to the cath lab. The maverick balloon would not deflate and during removal the shaft broke and a portion remained in the patient. Patient was taken to surgery and subsequently expired during surgery.